Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient with a history of kidney failure began experiencing low flow alarms and decreasing flow rates (0.8 l/min) was admitted to hospital. The patient was conscious and hemodynamically stable with normal blood pressure. Echocardiography and computed tomography (CT) indicated that both right and left ventricles were filling adequately and the valves were opening properly. Electrocardiogram results showed no abnormalities. The low flows were believed to be caused by hypovolemia. Intravenous (IV) fluids were administered slowly and in a controlled manner due to patient¿s renal condition. Fluid therapy will continue for approximately one more day and the patient will remain under observation in the hospital. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 29-feb-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 28-feb-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular assist device (vad) exhibited below normal power consumption. Log file review also revealed an unexpected loss of power to the controller. The controller remains in use.

Event description:
It was further reported that the loss of power occurred due to a double disconnect of power sources by the patient. It was also reported that another low flow error occurred while the patient was sleeping. The patient pulled the driveline cable causing the vad to stop, and then plugged it back in. After this the low flow condition was resolved.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a decrease in power consumption and estimated flows within the analyzed period and 271 low flow alarms logged since (B)(6) 2025. Of note, parameters returned to baseline on (B)(6) 2025. Review of the event file revealed one (1) controller power-up event, with an associated motor start event, on (B)(6) 2025 at 01:04:52. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 91% of relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and that an adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. No vad disconnect or vad stopped alarms were recorded within the analyze period. As a result, the reported low flow and loss of power events were confirmed. The reported driveline pull event and vad stop event could not be confirmed. However, it is likely the loss of power correlates to the vad stop event. The most likely root cause of the driveline pull event may be attributed to handling of the device, as described in the event details. The most likely root cause of the loss of power to the controller can be attributed to the disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or I nappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of antico agulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.